Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the middle in pinhole form at 6atm for 3 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient status was good post procedure.